Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the caller was asking if the device could be reprogrammed and noted the patient had two devices: one for their neck and one for their bladder. They had made changes to the bladder device, which had made some things better, but made the patient's urinary issues worse. The patient had been diagnosed with an incontinence issue and the caller didn't have date of implant, but believed it was sometime in 2014. The patient still had pelvic area pain and pain during sex, but it was worse, and the onset of pain was reported to have been gradual in nature about nine months ago. It was noted the patient had a bladder sling implanted in (B)(6) 2014 and then had the device implanted sometime after that. The patient had not been back to their managing hcp since implant. The patient later reported they had pelvic issues at 0.9 and below, however when they increased the next amp was 1.0 and that caused pelvic spasms. The patient needed a setting that was between 0.9 and 1.0. The patient stated they did not want their programming changed as in the past they had programming changed when they had gone in and that was not what they were looking for. They wanted to keep their current programming and not mess it up.

Event description:
Additional information was received from a patient. It was reported the steps taken to resolve the gradual worsening pelvic pain and urinary issues include the patient having been helped to change the settings to which may stop the spasms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.